Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.